Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that impactor pad broke during a knee arthroplasty surgery. All of the pieces were retrieved from the patient.

Manufacturer narrative:
(B)(6). Reported event was able to be confirmed. Product was returned. Visual inspection of the returned section of the persona femoral ps impactor pad confirmed that the part had fractured. It was also noted there were scuff marks, cracks and general wear on the returned impaction surface indicative of use. Review of the device history records found no evidence of product nonconformance or related anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was determined as normal wear during the instrument¿s field life. The risks associated with this event are addressed in the risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.